Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use. The issue occurred with one infusion set less than a day. No further information was available..